Event description:
It was reported that one year after implant the patient developed a pocket infection. The implantable pulse generator (ipg) and leads were explanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged malfunction. This event occurred outside the us where a similar model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the device was returned and analyzed. Analysis was performed and no anomalies were identified that required full analysis. Concomitant medical products: 5076-58, lead, (B)(6) 2013. (B)(4).